Event description:
It was reported that battery cap was damaged. It was reported that customer believed battery cap would fall apart with next battery change. Customer's blood glucose was 24.0 mmol/l which was treated with insulin pump. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.